Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device received for product evaluation. The locator and hemostasis sheath were returned mated, carrier tube assembly was returned in an unopened pouch. No other accessory components were returned. Visual inspection revealed that the components were not properly mated together. There was a kink observed on the sheath and locator assembly at the blood inlet holes. No damage was observed on the tip of the locator or at the transition from locator to sheath. For dimensional testing, the outer diameter of the locator was measured to be 0.090" which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. IFU states: "assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath followed by an angiogram." Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates likely application of an off-axis force applied during the insertion or likely the result of resistance during insertion into the patient's vasculature. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath of the angio-seal device could not be advanced over the wire. After a few centimeters there was resistance. The user withdrew the device and saw a kink in the sheath; at the "a" of the name "angioseal. Closure was done by another angio-seal device which worked well. There was no significant loss of blood. There was no delay of the procedure. The patient was treated as intended. It was a right femoral artery puncture. The patient was hospitalized due to the event; however, the hospitalization was not extended. There was no harm or consequence to the patient. Additional information was received on 05feb2021. The procedure that was performed was a noncomplex percutaneous coronary intervention (pci). A 6fr sheath was used.